Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value is unknown. The customer declined troubleshooting and stated she has just received that insulin pump and would like it to be replaced due to the alarms. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.